Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated the insulin pump alarms motor error randomly. He changed his reservoir and everything, but insulin pump continues alarming. The customer's blood glucose was 138mg/dl. Assisted in performing pump rewind and it was successful. Advised customer the insulin pump will need to be replaced. Customer declined to return insulin pump for failure analysis.